Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juew3275 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported clips that secure catheter in place are coming unclipped. Additional information received 04/26/2021: it was reported there was no patient harm. The moveable posts were inserted in the wings and the statlock was applied to the chest area, below the exit site of the catheter. This statlock has been used for years in this way and never have the gates popped open as they do now. Nurses have taken to taping oved the gates to keep it secure.